Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that ¿the patient¿s problem cleared up and they wanted to return the programmer because they had no use of it.¿

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having incontinence issues. It was okay to walk, but they still had inconti nence and they were wondering if they should increase, noting that they peed on their boots. When trying to increase, the patient got poor communication with, and without, the antenna. They were redirected to a healthcare professional (hcp) for help with placing the antenna and making changes. The incontinence occurred on the day prior to the report. It was noted that the patient was implanted on (B)(6) 2017, but the bandages and swelling were not present when they were getting poor communication. They seemed to be struggling to find the right placement of the antenna and patient programmer (pp), so the poor communication could have been an antenna placement issue. The poor communication occurred on the day prior to the report. There were no further complications reported or anticipated.